Manufacturer narrative:
The subject device was returned for evaluation. Visual evaluation noted a bent guide wire/ back tabs. The distal tip of the cannula is also found to be bent. There was successful fastener deployment during the functional evaluation. Internal component evaluation finds that all of the components are in place and in good condition, no manufacturing anomalies were found. Based on the sample evaluation and investigation performed the root cause for the reported issue is determined to be related to user device interface from applied forces while in use. A review of manufacturing records indicate product was manufactured to specification. To date, this is the only complaint reported for this manufacturing lot of 515 units released for distribution in (B)(6) 2020. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿

Event description:
As reported, during an laparoscopic inguinal hernia coelio tap procedure on (B)(6) 2021, the bard/davol optifix straight fixation device, was used to fixate an unspecified mesh. It was reported that the optifix straight did not fixate while deploying the first fastener and later six fasteners provided adequate fixation. The loose fasteners were removed from the patient¿s body. It was also reported that the surgeon applied counter-pressure with the contra-lateral hand during attempted fixation. The device was not tested in gauze when the issue presented. Another device was used to complete the procedure. There was no reported patient injury.